Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted., corrected data:

Event description:
The customer reported the following issue: "neonates 29 week's was extubated, the spo2 value dropped down and stopped to measure. Baby was breathing an get air." No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed